Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the cap color of tube did not match the color for the catalog # with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter: while filing for a product complaint of the same cap number, it was brought to my attention that the cap color tube (based on photograph sent by customer) did not match the catalogue number. The cap color for cat no. 362799 should be pearlescent white, but the tube customer has is royal blue.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/23/2020. H.6. Investigation: bd received 10 samples, 2 photos and one video from the customer for investigation. The photos and video were evaluated and the customer's indicated failure mode for wrong cap color with the incident lot was observed. Additionally, all customer samples were evaluated and the issue of wrong cap color was observed. Additionally 100 retention samples from bd inventory, were evaluated by visual examination and the issue of wrong cap colour was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the cap color of tube did not match the color for the catalog # with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter: while filing for a product complaint of the same cap number, it was brought to my attention that the cap color tube (based on photograph sent by customer) did not match the catalogue number. The cap color for cat no. 362799 should be pearlescent white, but the tube customer has is royal blue.

Manufacturer narrative:
H.6. Investigation: bd received photos and video from the customer facility for investigation. The photos and video were evaluated and the customer's indicated failure mode for wrong cap colour with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to wrong cap colour was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the cap color of tube did not match the color for the catalog # with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter: while filing for a product complaint of the same cap number, it was brought to my attention that the cap color tube (based on photograph sent by customer) did not match the catalogue number. The cap color for cat no. 362799 should be pearlescent white, but the tube customer has is royal blue.